Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't crimp, so it didn't deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25154469 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17209- supplier viant notified maquet that during the final inspection of viant batch number 7441993-108285, particulates were found in the casing of the 3.8mm, which were attributed to nonconforming springs. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/12/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device and not lined up with the number "2" with the white plunger fully depressed and the blue slide lock disengaged . The seal was visible inside the loading device window. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.221 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed but was confirmed for the analyzed failure "premature deployment" as well as "fitting problem".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) didn't crimp, so it didn't deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.